Event description:
Customer contacted beckman coulter inc. With an erroneously elevated tt3 result generated by the by the unicel dxi 800 access immunoassay system. The original result reported was 274 ng/dl and then it was repeated on another instrument and results obtained were 142/150/143 ng/dl. The erroneous result was reported outside of the laboratory. There is no report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The sample was collected in a plastic, bd lihep plasma tube with a gel separator. Qc performed prior to the erroneous result was within the customer's established ranges. A field service engineer (fse) was onsite (B)(4) 2010, checked alignments and replaced the aspirate probes and the peri pump tubing. High sensitivity system check was ran which passed within instrument specifications. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.